Manufacturer narrative:
The insulin pump was received with a blank display. No frozen display or audio/beep anomaly noted.

Event description:
The customer's father reported a frozen screen and an alarm. The father was unable to clear the alarm due to the frozen screen. Troubleshooting was performed, but the issue was not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.